Manufacturer narrative:
E1: facility name "(B)(6)". Address line 1 "(B)(6) ". Address line 2 "(B)(6)". H3/h6: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was damaged, the battery compartment was damaged, and the remove dose connector was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported problem. The investigation determined the cause of the reported issue was the damaged remote dose connector. The dso seal, battery compartment and remote dose connector was replaced.

Event description:
It was reported that the male socket of the remote control was stuck inside the female socket. Per reporter, the problem occurred when the bulb was connected before use on the patient. No patient was involved.